Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully by the user on (B)(6) 2008. And that it had successfully performed all weekly auto self-tests up to (B)(6) 2008. Throughout the history log the device records multiple occasions in which the temperature is recorded outside the recommended operating range of 10-50°c for the 2.0.2 software installed with a temperature low of -2.9°c recorded. This would account for the initial low battery fails detailed in the report. Investigation found the fault can be attributed to a depleted pad-pak. The returned pad-pak (lot a2253 jul2020) was manufactured on the 10th march 2016 as part of a batch of (B)(6) units. The DHR was inspected with no recorded fails. The returned pad-pak was disassembled to investigate with all cells showing a similar level of depletion. The investigation was unable to determine why the returned pad-pak was depleted despite having an expiry date of july 2020. The uniformed depletion of the cells would be consistent with a pad device displaying an excess current drain/membrane failure. No fault of this nature could be found with the returned device, therefore given that no further information was available the investigation concludes that the returned pad-pak may not have been used with this device. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Low battery.